Event description:
Complainant alleged that the staff rec'd a "status 56" error message on the device screen during a pt (age and gender unk) set-up. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.